Event description:
The customer reported that the screen was black and the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor and display were replaced. The sys was then found to be operating as intended.